Event description:
As reported by an affiliate, a patient was admitted for treatment of an 85% stenosed lesion in the left anterior descending artery. The physician experienced difficulty crossing the lesion with a 3.5 x 33mm cypher select +. The stent became "stuck" 15mm into the 30mm calcified lesion and could not be removed. He deployed the stent, but the stent did not cover the entire lesion. Another cypher stent was deployed to cover the entire lesion. The total stented segment was 32mm. There was no injury to the patient. The device appeared normal prior to use and prepped normally.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.